Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high capture threshold. During the lead revision, the lead was explanted. No new lead could be implanted due to coronary sinus dissection. Pericardial effusion was not seen before and after the procedure. The patient was in stable condition prior, during, and post operation.